Event description:
The pump reportedly changed rates on its own and an overdelivery resulted. The pump was set up in the emergency room to infuse an unspecified concentration of dopamine at 1.5ml/hr with a total volume to be infused of 250ml. A nurse later observed the infusion rate to be at 999ml/hr. The display indicated delivery of 175ml, however the vtbi still read 250ml and had not decremented. No power loss was reported and no alarms sounded. The infusion rate reportedly was not changed by any e.r. Personnel. The pt did not experience any adverse effects and her blood pressure reportedly remained low despite the infused dopamine. No adverse sequelae were reported. No further info was available.